Event description:
The centrifuge bowl had a blood leak after processing approximately 300ml of whole blood. A fine splattering of blood was observed throughout the centrifuge chamber. The pt's lines were clamped and flushed. There was no blood contamination to the pt and there was minimal blood loss.